Manufacturer narrative:
This event occurred in (B)(6). The samples were requested for investigation.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for elecsys toxo igm (toxo igm) on a cobas e 801 module compared to the abbott method. Patient 1 result from the e801 module was 4.28 (positive). The sample was sent to an external laboratory where the result from the abbott method was 0.16 (negative). On (B)(6) 2019 patient 2 (female) result from the e801 module was 1.38 (positive). The sample was sent to an external laboratory where the result from the abbott method was 0.18 (negative). The sample was also tested by immunoblot by mikrogen and the result was negative. The positive results from the e801 module were reported outside of the laboratory where they were questioned by the physician. The e801 module serial number is (B)(4).

Manufacturer narrative:
Section a2, date of birth was updated. Patient 2 date of birth is (B)(6) 1988. Section b6 was updated. Section b7 was updated. A new sample was obtained for patient 2 on (B)(6) 2020 and the toxo igm result from the e801 module was 1.37 (positive) and the result from the abbott method was negative. The patient samples were submitted for investigation. The investigation reproduced the customer's positive toxo igm results. Both samples underwent interference substance testing. No interfering factors were identified in the sample for patient 1. The investigation confirmed interfering antibodies (igm-class) directed against the spatial structure of the standard elecsys ruthenium label for the sample for patient 2. Both samples were further tested by recomline blot and the toxo igm results were negative. Based on the data generated during the investigation, the sample for patient 1 is likely affected by an interfering factor that could not be identified. The sample for patient 2 is affected by an interference addressed in product labeling: "in rare cases, interference due to extremely high titers of antibodies to immunological components, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." Product labeling states false positive results can occur: "the detection of igm antibodies against t. Gondii in a single sample is not sufficient to prove an acute toxoplasma infection since elevated igm antibody levels may persist event for years after initial infection." The investigation determined the reagent performs within specification.